Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported problem. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control engineering is investigation an issue where a multi-tech other cellular modem with a similar power output and radio frequency (rf) radiation near a battery can interface and cause a spontaneous loss of power if the device is operating from that particular exposed battery. There is no pt use associated with the event.